Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 557 mg/dl. Customer stated that the insulin pump was not delivering insulin so they suspended the insulin pump treated with insulin shots. Customer had blood glucose levels of 118, 191, 245, 121, 258, 401 and 444 mg/dl. Customer had nausea. Customer was unable to rewind the insulin pump. The insulin pump will not be returned for analysis.